Event description:
It was reported the (B)(6) patient experienced an overheating and burning sensation ¿in the skin area around the implantable neurostimulator (ins).¿ this was reported to have occurred after about ten minutes of recharging the ins. Impedance testing and reprogramming was performed, however the results were not reported. The patient¿s ins was replaced at the time of report as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).